Event description:
Reportable based on device analysis completed on 21oct2025. It was reported that coil unable to withdraw occurred. The target lesion was located in the coronary artery. An 8mm x 20cm f-idc 2d was selected for use. During the procedure, it was noted that the coil got stuck and after multiple attempts, the coil still could not be deployed. The procedure was completed win another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed an introducer sheath detached.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter city: (B)(6). Device evaluated by MFR: the f-idc 2d was returned for analysis. It was observed that the main coil and a part of the introducer sheath were returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the introducer sheath was detached and damaged. The main coil was bent and stretched, and the introducer sheath was detached and damaged.